Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, stent inadequate apposition and stent thrombosis occurred. The target lesion was located in the moderately calcified and mildly tortuous circumflex artery which was approximately 40mm long. The target lesion was treated with placement of a 2.75x28mm promus premier stent. Post procedure, the patient had angina and stent thrombosis was identified by intravascular ultrasound (ivus). The clot was sucked out and then stent inadequate apposition was identified by ivus. The event was resolved and the patient¿s status was fine.